Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The visual inspection of the device noted that the circular seal had a cut. The obturator, insufflation port and tube appeared intact. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. The file will be closed as sharp contact. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after inserting the device into the patient's abdominal cavity, abdominal air was leaking. No patient injury.